Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. The reported catching issue could not be replicated; no device problem found. This is a limited investigation, a review of the device history record, complaint history review, and quality hold search will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Event description:
It was reported that the unit was catching skin on the way through. There is no information provided regarding the timing of the event; however, there was no harm or delay reported. Due diligence is complete, no additional information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report based on information discovered during the device evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Foreign country: australia.